Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to log in. A technical support specialist (tss) reviewed the login issue and noted that the system indicated a full transaction log for the database. The tss dialed into the database server and found that the storage drive was nearly full. The tss ran a storage analysis and observed that the report folder for the database server had expanded significantly, with old backup files still present from the previous year. The tss followed the documented procedure for resolving server space issues and used the recommended script to clean the report folder and restart the backup process. The tss confirmed that new backups were created successfully and that the storage drive had regained a substantial amount of free space. The tss then verified that some users were able to log in again and that system notices had cleared. The tss contacted the customer, who confirmed that users were now able to log in normally. The tss explained that the issue had been caused by a backup process that had not been running and confirmed that the process had been restored. The customer acknowledged the explanation and granted approval to close the case. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to all machines and the server. Error message indicated as "unable to authenticate". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.